Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 3/30/2015, electrode belt: 2/28/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly in a nursing facility and was sleeping with her husband present at the time of passing. At 6:11:40 am, the patient's rhythm was ventricular fibrillation (vf). The response buttons were pressed during this detection sequence. The detection sequence stopped at 6:12:05. It is unknown who was pressing the response buttons. The patient's rhythm was then vf for 27 seconds with response button use transitioning to an accelerated idioventricular rhythm from 20 to 90 bpm degrading to asystole with intermittent cardiac activity. The device was shutdown at 6:21:39 while the patient was in bradycardia at 20 bpm degrading to asystole. The lifevest did not deliver a treatment during the treatable arrhythmias due to a bystander pressing the response buttons during the detection sequences. There is no indication that a device malfunction caused or contributed to the patient's death.